Manufacturer narrative:
This is a similar device report. Reported article was not sold to us, only a similar device. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with biocontact e plasmapore. Initially, it was reported that the stem broke 3 days after the surgery. This happened when the patient was moving to a wheelchair from a bed (there was no falling of the patient at all.) Additional information was received that this is not a case of breakage of stem. The patient suffered fracture down to the distal area of femur. Revision surgery was done by plating the fractured femeur. The stem was not removed. This is why the stem is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that two similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.